Event description:
The facility reports that a pt was using the lifter without the foot board but with the knee pad. As pt went to sit down, the machine moved with pt causing the foot bracket to cut a six-inch skin flap in their leg which required stitches.